Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. Blood glucose levels reported during the event was338 mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.